Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the keypad buttons were intermittently unresponsive for 4 to 5 months and the issue was increasing in occurrence; the reporter also stated that the buttons would stick on occasion. The reporter stated that there was no unusual activity related to the issue. The reporter confirmed that the keypad and pump were intact. The patient reportedly wore the pump in a pocket and did not clean the pump. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be torn at the contrast button. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. The contrast, up, and down buttons were found to be intermittently responding. The keypad was removed and contamination was found under all of the button contacts.